Event description:
The caller reported an issue with the pump's time settings, which showed a discrepancy of more than five minutes from the actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump's time and advised them to monitor the situation and report back if the discrepancy reoccurs. The caller understood and acknowledged the instructions.